Manufacturer narrative:
The getinge field service engineer (fse) who discovered the issue, replaced the 4 missing screws (0212-12-0605). The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen support was placed on the console without screws.